Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and a non boston scientific right atrial (ra) lead exhibited noise and oversensing, which appeared to be due to minute ventilation (mv) oversensing. It was noted that the impedance measurements were stable at that time. No adverse patient effects were reported. The device remains in service.